Event description:
During setup, a "high fio2" alarm occurred. Calibrating the o2 sensor did not solve the issue. The issue was resolved by replacing the o2 sensor. No patient was involved in this case.